Event description:
Information was received indicating that a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube was noted to be stained orange on the inside and that the cuff needed re-inflating. It was reported that when the patient cried, unusual sounds came from the trach area and that 2mls of water was required to re-inflate the cuff; as the water that was initially in the cuff had gone into the patient's lungs. The physician was notified, and the patient showed signs of respiratory distress, pallor, sweating, cyanosis, unconscious and o2 saturation below 50%. Subsequently, an emergent trach tube change out was performed and the ventilator was reconnected, the patient woke and o2 saturation rebounded. It was reported that the cuff to the old tube was found to be asymmetrical upon visually inspecting. The customer noted that the asymmetry of the cuff allowed food to pass the wrong way causing tube discoloration. There were no further reported adverse effects.

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. During the evaluation of the device, when inflating the samples with air: three units inflated without problems and one inflated but all air was stuck in in the pilot balloon. According to the IFU (10018859-001 rev.100 - instruction for use - bivona tts flextend tracheostomy) the balloon was manipulated and the whole cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely. The customer reported condition was not confirmed. No fault found the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.